Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 37cm and 38cm depth markings (5.4cm from the strain relief sleeve). The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together; a kink impression on the exterior catheter surface circumferentially opposite the split. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rear0642 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC line fracture caused a ¿catastrophic¿ extravasation when epirubicin was given to the patient. The plastic steam was involved. The line was placed on (B)(6) 2016. This was the patient's 2nd course of chemo and the 4th syringe. Additional information received: the patient was finishing her 3rd cycle of fec epirubicin via pump and was about to start the 4th cycle. There was leakage of a blood stained fluid coming from the exit site. The patient stopped treatment and had a linogram. No results are available. The PICC was removed and it was noticed that there was a fracture (internal) at 37.5cm. Total PICC length is 45cm. Patient reported shoulder pain and was monitored overnight for extravasation. Ward rounds the next morning reported patient was in less pain, exit site less inflamed and the patient was discharged home. They will continue to monitor.